Event description:
A (B)(6) female patient with medical history of chronic pulmonary obstructive disease (copd) secondary to smoking, underwent a renuvion procedure on (B)(6) 2022, which took place (B)(6). The surgery was performed using the apyx-270b with generator settings at 70% power and 3 liters of flow per minute under general anesthesia with oral tracheal intubation. Accumulation of helium gas during the procedure was massaged and suctioned at the end of the procedure with some improvement and the patient was discharged home. Subsequently, the patient suffered respiratory distress resulting in extensive subcutaneous emphysema (face, neck, arms, back, abdomen and thighs), marginal right pneumothorax and complete left pneumothorax diagnose by a CT-scan. The patient was admitted to a hospital intensive care unit and was treated with a chest tube to the left lung. Further review by the apyx medical advisory board determined the following: improper tunneling was performed prior to use of the renuvion handpiece. Insufficient number of portals and their interconnection to facilitate the evacuation of gases during the procedure. High gas flow configuration (3 liters per minute in all treated areas). Final aspiration was not done at the end of the procedure to evacuate the remaining helium gas in the subcutaneous space. Patients with a degree of copd, may endure a pulmonary bullae and have special ventilatory requirements. If not managed properly, may result in a pneumothorax. Even though the surgeon was fully trained by the apyx medical clinical nursing staff, the surgeon did not follow the training. The subcutaneous emphysema is a result of the surgeon not following the apyx medical training and instructions for use for ensuring proper gas egress. The pneumothorax was most likely due to inappropriate ventilation technique for an intubed copd patient during the renuvion procedure.